Event description:
It was reported patient's baclofen pump was replaced 6 months ago, but stopped working. Upon removal, they found that the connector on the catheter segment was broken and had to replace with a new baclofen pump catheter. The operating room has notified the manufacturer of the catheter problem and replacement of the catheter. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B)(4).